Manufacturer narrative:
Event date is on an unreported date at the end of (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the event was not reported. The patient was hospitalized and was treated with an unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported) for the events. At the time of this report, the patient has not recovered. Pd therapy was ongoing at the earlier stage of treatment and was withdrawn at the later stage of the treatment. No additional information could be provided as the reporter declined follow up.